Event description:
It was reported that this right ventricular (rv) lead exhibited low amplitudes resulting in a recorded red alert. Device data was sent to rhythmcare for review. Data review determined this lead also exhibited oversensing of noise. Rhythmcare then provided further troubleshooting and additional intervention steps to be considered. This lead remains in service. No adverse patient effects were reported.